Event description:
Exit block was noted on the electrocardiogram during post-operation. The patient was brought back into the operating room and the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region over-torqued, consistent with the implant procedure. Electrical testing revealed no indication of conductor fractures or internal shorts. Visual examination did reveal any anomalies.